Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was found to be stuck inside of the microcatheter. The stent was found to be deformed and broken/fractured. (Fracture was caused during stent removal from the microcatheter). The stent delivery wire (sdw) and stent introducer sheath were not returned. Functional inspection was not carried out as the stent was found to be deployed in the primary strain relief of the microcatheter. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was not confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure. It was reported that 'ruptured aneurysm case. Digital subtraction angiography (dsa) showed anterior communicating artery (acoma) aneurysm. The operator used a microcatheter to deliver the subject stent and after the stent went into the microcatheter the operator felt friction and was hard to advance the stent. The operator decided to withdraw the stent to replace and when withdrawing the stent back to hub of the microcatheter, it got stuck and could not be pulled out. The operator finally replaced the microcatheter and the subject stent with new ones to continue the procedure. The delivery wire was not returned so only the stent and the microcatheter will be returned'. The stent was returned for analysis. The stent was found to be stuck inside of the microcatheter. The stent was found to be deformed and broken/fractured (fracture was caused during stent removal from the microcatheter during the analysis). The sdw and stent introducer sheath were not returned. It's likely that improper alignment of the introducer sheath within the hub, combined with excessive force on the sdw, may have contributed to the failure. An assignable cause of procedural factors has been assigned to the analyzed events: ¿stent deployed prematurely during use¿ and ¿stent deformed¿ as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications and was reported to have been used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of 'not confirmed' was assigned to the reported event: 'stent difficult/unable to advance or pullback through catheter' as the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event.

Event description:
The subject device was returned for analysis and the device investigation revealed that the stent deployed prematurely during use. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.